Event description:
Health professional (hp) reported that the patient is having issues with the v-go devices falling off frequently over the past 6 months. The hp confirmed that the patient has been cleaning the infusion sites with an alcohol swab. The hp stated that it was painful for the patient while the v-go was falling off.